Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient ¿has been diagnosed with an infection post [juvéderm ultra plus¿] treatment 5 days.¿ the patient ¿experienced swelling & hardness in area.¿ the patient was treated with hylase® and antibiotic. The patient was then reviewed by a plastic surgeon. As the event was not resolving, more specific antibiotics were commenced. If the antibiotics do not resolve the situation soon, the plastic surgeon will be advocating surgery for the area to drain infection. The symptoms have not resolved.